Event description:
Reporter indicated a pt was experiencing erratic stimulation and intermittent neck pain. The vns has been disabled. X-rays reviewed by the MFR did not identify any lead anomalies. Possible lead revision surgery is planned.

Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.